Event description:
It was reported that during a laparoscopic approach sacrocolpopexy procedure, the jaws broke. The broken piece was removed from the patient's body. No patient consequence reported.

Manufacturer narrative:
.